Event description:
The customer reported that this therapy cable was not recognized by the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of investigation.